Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial and right ventricular leads exhibited noise when the patient moved his right arm. The patient was pacemaker dependent and had his device implanted on the right hand side. During a normal pacemaker change procedure on (B)(6) 2020, the physician decided to also cap and replace both leads. The procedure was completed successfully. There were no adverse consequences to the patient. Related manufacturer reference number: 2017865-2020-06975.